Manufacturer narrative:
Received updated information stating the become aware date should have been 5/9/2016.

Manufacturer narrative:
(B)(4).

Event description:
The device is being exchanged by the customer for an unknown reason.